Event description:
It was reported that the pump is intermittently responding to the button presses. The pt claims all buttons feel and click as normal, the keypad is intact, and has not been exposed to moisture.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared swollen, the pump was intermittently responding to all buttons and require excessive force to activate, all key contacts were misaligned, the contrast button contact was inverted, and there was evidence of adhesive/contamination under all key contacts.